Event description:
A report was received that the patient's ipg was not holding a charge and the remote control (rc) was having trouble connecting to the battery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. Device malfunction was suspected.

Event description:
A report was received that the patient's ipg was not holding a charge and the remote control (rc) was having trouble connecting to the battery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg was not holding a charge and the remote control (rc) was having trouble connecting to the battery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was not holding a charge and the remote control (rc) was having trouble connecting to the battery. The patient will undergo an ipg replacement procedure.